Event description:
A healthcare worker experienced light burning with white discoloration of the skin on her right index finger after contacting a cyclesure bi pouch. The contact site was rinsed under water and the worker went to the employee health dept for an evaluation. The symptoms resolved in less than one day. The cycle had completed on the load and the vaporizer plate was in place.